Event description:
It was reported that during an ablation procedure to treat supraventricular tachycardia (svt) an intellanav mifi open-irrigated was selected for use. After a few ablations in the right atrium were performed a temperature error appeared on the generator. When the catheter was inspected it was found that the pump tubing had broken off from catheter and fluid was leaking from the proximal end of the handle. The catheter was replaced with another of the same model and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat supraventricular tachycardia (svt) an intellanav mifi open-irrigated was selected for use. After a few ablations in the right atrium were performed a temperature error appeared on the generator. When the catheter was inspected it was found that the pump tubing had broken off from catheter and fluid was leaking from the proximal end of the handle. The catheter was replaced with another of the same model and the procedure was completed. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection. It was observed that the irrigation extension tubing was found completed detached/separated from the luer fitting at the adhesive joint. The reported clinical observation was confirmed.